Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® lh pst¿ ii plus blood collection tubes erroneous measurement results occurred as well as clotting. This occurred on 200 occasions, however, there was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: incorrect measurement results, the gel mixes with the blood. The gel sometimes seems to mix with the blood. Clot formation has occurred/is occurring.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Therefore, 10 retention samples from bd inventory were evaluated. 10 retained tubes from the same lot number were therefore drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 3450 rpm for 10 minutes, using an mse mistral 1000 centrifuge. The supernatants were then decanted and examined under magnification for any signs of gel particles or globules. Tubes produced globules. The gel barrier separation was satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The complaint is confirmed based on retained samples testing for gel globules. However, it is unclear whether the gel globules were the cause of the erroneous results. Bd was unable to investigate for erroneous results since the erroneous results and instrument information (name and model) were not provided. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with a bd vacutainer® lh pst¿ ii plus blood collection tubes erroneous measurement results occurred as well as clotting. This occurred on 200 occasions, however, there was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: incorrect measurement results, the gel mixes with the blood. The gel sometimes seems to mix with the blood. Clot formation has occurred/is occurring.